Event description:
It was reported that the customer went to the hospital after inadvertently performing a load fill tubing sequence while connected to the infusion set site. Customer consumed 300 grams of carbohydrates to address blood glucose level. A blood glucose level and additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.